Manufacturer narrative:
The onset of the patient's bacteremia is reported under MFR # 2916596-2020-05910. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported per the vad coordinator that the patient was bridge to transplant and underwent a routine transplant on (B)(6) 2020. It was reported that the patient had a history of bacteremia of unclear origin, which allowed the patient to be listed slightly higher. There were no device issues reported. It was additionally reported that the source of infection was never fully identified because the patient had multiple indwelling lines at the time. The driveline never appeared infected or had any positive cultures. It is unclear what the true source of the infection was. The patient reportedly completed 6 weeks of intravenous vancomycin and then transitioned to oral doxycycline for chronic suppression until his transplant.